Event description:
It was reported that during the maintenance checkup, the patient-side connector on the ventilator was found loose. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not conducted based upon this is a design issue, not a problem related to repairs or manufacturing. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no abnormality in the appearance of the main body. Functional testing checked for looseness of the patient outlet connector and confirmed the reported issue. The root cause of the reported issue was found to be design. Tightened the patient circuit connector with a force of 4.5 nm and the device passed all functional testing. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.